Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the moving jaw was broken off. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion upper jaw broke off. This occurred during use in a case with no patient effect. Additional information requested